Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Based on the information provided and/or service performed, the customer's alleged malfunction could not be confirmed. No product has been returned for investigation, nor were diagnostic codes/error codes provided to confirm the alleged event. No root cause can be confirmed at this time.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported touchscreen is damaged. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.